Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had a filter bleed, which is intended to be a line where blood does not come in contact with nurse. There was no reported patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 7/9/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not able to be duplicated. One needle guard assembly without catheter assembly and sheath was returned and there was evidence of blood pooling into the guard and nose components indicative of an issue during use, however there was no cannula gaping or damage to porous barrier noted that could potentially result in the reported leakage. Of note, the image taken upon receipt at the decontamination site displayed drops in the end cap component consistent with blood pooling in the guard migrating outside the flash chamber where the porous barrier was located. Dried blood residue was identified in the flashback chamber and showed normal evidence of flash with no leakage between porous barrier and flash chamber. It should be noted that during use, the valve was not intended to prevent backflow of blood in the guard. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the complaint cannot be confirmed as the result of a manufacturing nonconformance, and root cause is unknown.